Event description:
The manufacturer received information that a trilogy evo ventilator had critical error codes occur. There was no patient involvement, and no harm or injury reported. Information received with details for this device trilogy evo sn h32070825d37f there was error code e0047 indicating the internal battery failed and error code e0156, which represents a ventilator inoperative condition of the therapy central processing unit (cpu) still running in boot monitor software. Philips is currently investigating this complaint; however, the device examination has not yet begun because the device has not yet been returned to the manufacturer for evaluation. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.